Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed, and it was observed the cuff presents a cut, which was measured 0.7800 inches, this reading was taken using caliper calibration number 9790. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had an air leak. There was no patient involvement.